Event description:
The customer reported low hemoglobin result, for one patient, involving unicel dxh 800 coulter cellular analysis system. Subsequent testing of the patient's redrawn sample recovered a higher result. The phlebotomist was questioned and stated blood flowed from the patient normally and was not re-poured in any tubes. The samples were examined for clots. No clots were present. All samples were retested on an alternate unicel dxh 800 system and recovered the same results. The low result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse verified the system by performing daily checks latron cycle, all three levels of controls and tests passed within specifications. The unit conformed to the manufacturer's published performance specifications. Further review of the data provided by the customer showed white blood cell (wbc) and platelet (plt)were also discrepant and recovered high, while red blood cell (rbc) and calculated hematocrit (hct) were discrepant and recovered low as compared to the redraw results. Quality control (qc) recovered within specification prior to and after incident. The cause of the incident is inconclusive. All related medwatch reports associated with this incident: 1061932-2012-01398, 1061932-2012-01399, 1061932-2012-01400.